Event description:
A customer contacted baxter's technical service center and reported receiving system error 2240 (air in line) alarm on the homechoice (hc) machine during drain 2 of 5. The technical service representative (tsr) explained the alarm to the home patient (hp) and had the hp close clamps and cycle power to clear the alarm. The tsr advised the hp to finish with manuals or start over with new supplies. No additional information is available. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This report for the system error 2240 (air in line) was not confirmed. The root cause of the complaint was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, baxter cannot determine root cause. Since the lot number is unknown, a batch review will not be conducted. Should any additional information become available, a follow-up report will be submitted.